Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received for evaluation. However, initializing screen without manual restart cannot be confirmed through data review. A root cause cannot be determined.